Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012469379 and patient data files were returned and analyzed. The device data indicated that a catheter with lot number 0012469379 was use, an error message was received indicating that there was an electrical current error, and an error message was received indicating that the catheter was disconnected. Visual inspection showed the catheter appeared intact without any visible issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. The slide control function operated as expected without any issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. X-ray imaging confirmed kinked electrode wires in the handle and shaft segments, and entangled wires were observed in handle segment. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter did not pass the returned product inspection due to kinked electrode wires in the shaft and handle, and entangled electrode wires in the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, a generator over current error occurred. The issue arose in the middle of the procedure while in the left inferior pulmonary vein (lipv) as the operator was preparing to deliver therapy. Initial thoughts suggested that the wire was prolapsed and making contact with the catheter, but x-ray verification confirmed that the wire was not prolapsed and all connections were secure. Despite following system prompts, including powering off the system and replacing the catheter connection cable, the generator allowed charging but did not permit therapy delivery. The catheter was safely removed from the patient using x-ray guidance and proper protocol. A new pulseselect catheter was prepared and placed in the patient under x-ray guidance. The procedure was completed successfully with no further issues or patient safety concerns. No patient complications have been reported as a result of this event.